Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the patient's catheter was found to be ruptured and leaking during drug infusion. No other information was provided.

Event description:
It was reported that the patient's catheter was found to be ruptured and leaking during drug infusion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. The returned product was one 5 fr dual lumen powerpicc. An initial visual observation showed use residue on the returned sample. The catheter was returned in two pieces and appeared to have been cut at the 24 cm depth marker. Both lumens of the catheter were infused with a 12 ml syringe of water and a leak was observed near the 2 cm depth marker. A microscopic observation revealed a small, jagged, longitudinal split in the catheter near the 2 cm depth marker. The fracture surfaces were observed to be uneven with some linear striations. Additional damage was observed around this split as well as almost directly opposite the spilt; this additional damage was also observed to be jagged but appeared to be superficial. The catheter tubing was also observed to bulge slightly adjacent to the split with a slight linear artifact in the catheter material at the apex of this bulge. Some scratches on the catheter surface suggesting abrasive damage were also observed around the bulging area of the catheter tubing. The physical characteristics, location, and amount of damage observed on the returned sample suggest that the catheter was damaged during use, possibly due to contact with a metallic instrument, due to being compressed, and/or due to exposure to incompatible chemicals. However, there was insufficient evidence to determine the exact mechanism which caused the observed damage. Therefore, the cause of this damage is unknown at this time. This complaint will be recorded for future trending and monitoring purposes.